Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2024 and suture was used. After the delivery, the midwife opened the packaged suture and performed perineal suturing. After about 10 minutes of suturing, when there were only 2 stitches left to sew, suddenly, pull off suture needle happened and it was suspected that the needle was sunk into the muscle layer. Immediately, performed an x-ray examination on the patient to confirm that the needle was in the muscle layer. Removed the suture and took out the needle after 5 minutes. Changed to another one and re suture. This could increase the risk of infection for the patient and affected wound healing. The disinfection frequency was increased and the wound healing was observed. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported that "... Which increased the risk of infection for the patient and affected wound healing..." Were there any patient consequences? If yes, please describe. Was infection and wound healing observed? Was there any additional tissue damage as a result of searching for the needle? Contacted with the sales rep today via phone, please refer to event description and other information requested is unknown.